Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited under sensing.

Event description:
New information received notes that a false episode of cardiac pause was noted due to under sensing on the implantable cardiac monitor.

Event description:
New information received notes that the patient presented during follow-up in clinic. The implantable cardiac monitor was reprogrammed to resolve the issue. The patient was in stable condition throughout.